Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) of 244 mg/dl. During troubleshooting with tandem technical support (cts), it was discovered the customer's continuous glucose monitor feature automatically entered the bg value into the bolus menu when requesting a bolus. Therefore, the customer delivered a bolus with out bg factored into the calculations. Cts reminded the customer how to properly deliver a bolus.